Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient reported sunday morning 2 weeks ago they were fine and by sunday afternoon they had a sudden return of both bladder and bowel incontinence. The patient had the ins implanted initially for bowel but it also helped their urinary incontinence. Now patient is back to baseline symptoms and having to wear a panty liner. Patient wondered if the problem is the ins battery. Patient attempted to sync with ins using 3037 programmer but is repeatedly encountering the poor communication message. Discussed potential for ins battery to have reached eos. Patient had tried to contact their managing physician to check the device but learned the doctor moved out of state. Provided hcp listings to patient. Additional information was received from the patient on (B)(6)2023. They reported that they have not contacted their hcp about this issue as they moved their practice to new york. The cause of the poor communication message was not determined, but it was most likely caused by dead batteries. The patient states their surgery date for replacement is (B)(6)2023.